Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 404mg/dl, and she was treated with manual injections. The caller stated that she was vomiting prior her admission. Troubleshooting was performed. Assisted the customer to run the manual prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to continue testing. Instructed the customer to change the entire infusion set and reservoir. The caller stated that she has been disconnected from the insulin pump since her hospitalization. Suggested the customer to remove the cannula, and it was not bent or occluded. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.